Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition with a scratched screen. Customer's complaint of double beeping was not verified. The event log did show any related errors. Service will replace the downstream occlusion sensor as a preventative measure. Use testing was performed. The problem source is unknown.

Event description:
Information was received that the cadd legacy pump had double beep with cassette and screen damage. No reported adverse effects.